Event description:
A caller reported a cartridge alarm 20. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer experienced cartridge alarms with consecutive cartridges, and technical support confirmed the issue and resolved it by replacing the pump.